Manufacturer narrative:
Product analysis conclusion; the reported endoleak was confirmed on the films provided; however, the cause and type could not be fully determined. Pre-implant CT¿s were not available for review and a comprehensive assessment of the patient¿s anatomy could not be performed. Angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak source/cause. While a type iii fabric endoleak cannot be ruled out, this appears most likely to have been a type ii endoleak from collateral vessel patency. Analysis of the returned films did not reveal any obvious anatomical anomalies (e.g. Calcification) that may have led to the reported type iii endoleak and a type iiia junctional endoleak also seems less likely as there appeared to be sufficient component overlap. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported the endoleak was presumed to be caused by a tear in the graft. The pneumonia was determined to be unrelated to the procedure or the device. It was reported by the core lab that a type ii endoleak was observed on CT on (B)(6) 2021. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted in the patient for the endovascular treatment of an unknown sized thoracic aneurysm. During the procedure, it was reported that considering the difference in the diameter of the native blood vessel, vnmc3131c90tj was placed in the descending aorta, and then vnmc4343c175tj was placed just below the bca. The procedure was completed without endoleaks. No endoleak or stent ring expansion was observed by the one-week postoperative follow-up contrast-enhanced CT and one-month postoperative follow-up contrast-enhanced CT and no abnormalities were observed. On (B)(6) 2021 the patient was admitted to hospital with suspected pneumonia, CT showed no abnormalities. On (B)(6) 2021 the patient presented emergently complaining of chest pain, CT showed a suspected type iiib endoleak between the central 4-5 stents of vnmc4343c175tj, which was diagnosed as a ruptured aneurysm and an emergency tevar was performed. A non-mdt stent graft system was implanted to cover the suspected type iiib endoleak. It was reported the procedure was completed successfully. Per the physician the cause of the rupture was a type iiib endoleak, no cause of the endoleak was provided. No additional clinical sequalae were reported and the patient is fine.